Event description:
It was reported that a patient death occurred due to retroperitoneal bleed. A concomitant pulse field ablation (pfa) with farawave and a left atrial appendage (laa) closure procedure was being performed. A versacross connect access solution for faradrive was selected for use for transseptal portion. A fixed curve versacross kit was opened but only the wire was used. The non-boston scientific sheath was used to cross transseptal with the rf versacross wire. It was tried using non-boston scientific short 8f sheath, short 10f and long 10f sheath. Versacross wire was used to try and advance up the inferior vena cava (ivc). Once the versacross wire was advanced far enough, the non-boston large bore was advanced over the wire and then the wire was exchanged for the versacross rf wire. There was no malfunctions or contribution from versacross reported. The pfa was completed first, and subsequently the laa closure procedure was performed under intracardiac echocardiogram (ice), fluoroscopy, and transesophageal echocardiogram (tee) imaging. Groin access was obtained however there was difficulty going up with sheaths for approximately twenty (20) minutes after getting access. It was a challenging anatomy due to torturous/narrowing of areas in the inferior vena cava (ivc). A non-boston scientific sheath was exchanged for the watchman access sheath (was) after the ablation portion was complete. A 24mm watchman flx pro closure device was implanted with no device issues noted. While reviewing the closure device placement with tee post procedure, hypotension was noted and not improving with mediations. Tee showed no pericardial effusion or air, but the left ventricle (lv) wall was motionless. The anesthesiologist commented on air possibly being around the lv apex but it was not visualized. There was mention of pleural effusion but it was unclear. A code blue was called, cardiopulmonary resuscitation (CPR) initiated and maintained for twenty (20) minutes, medications given, and defibrillation performed while the physicians were attempting to figure out the root cause. The patient was pronounced dead approximately thirty (30) minutes after the procedure. The official cause of death was untreated retroperitoneal bleed. The physicians believe that the difficulty with getting sheaths up after groin access was when the damage may have occurred, and that the sheaths at the time were keeping the area from bleeding out and upon removal of the was at the end of the procedure, is when the patient began to crash. There was no evidence of air embolism after reviewing both fluoroscopy and tee images. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Manufacturer narrative:
Correction to the initial MDR in block(s) brand name (d1), in section d - suspect medical device, and MFR site facility name, MFR site address 1, MFR site city, MFR site zip/post code, MFR site country (g1), in section g - all manufacturers. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient death occurred due to retroperitoneal bleed.a concomitant pulse field ablation (pfa) with farawave and a left atrial appendage (laa) closure procedure was being performed. A versacross connect access solution for faradrive was selected for use for transseptal portion. A fixed curve versacross kit was opened but only the wire was used. The non-boston scientific sheath was used to cross transseptal with the rf versacross wire. It was tried using non-boston scientific short 8f sheath, short 10f and long 10f sheath. Versacross wire was used to try and advance up the inferior vena cava (ivc). Once the versacross wire was advanced far enough, the non-boston large bore was advanced over the wire and then the wire was exchanged for the versacross rf wire. There was no malfunctions or contribution from versacross reported. The pfa was completed first, and subsequently the laa closure procedure was performed under intracardiac echocardiogram (ice), fluoroscopy, and transesophageal echocardiogram (tee) imaging. Groin access was obtained however there was difficulty going up with sheaths for approximately twenty (20) minutes after getting access. It was a challenging anatomy due to torturous/narrowing of areas in the inferior vena cava (ivc). A non-boston scientific sheath was exchanged for the watchman access sheath (was) after the ablation portion was complete. A 24mm watchman flx pro closure device was implanted with no device issues noted. While reviewing the closure device placement with tee post procedure, hypotension was noted and not improving with mediations. Tee showed no pericardial effusion or air, but the left ventricle (lv) wall was motionless. The anesthesiologist commented on air possibly being around the lv apex but it was not visualized. There was mention of pleural effusion but it was unclear. A code blue was called, cardiopulmonary resuscitation (CPR) initiated and maintained for twenty (20) minutes, medications given, and defibrillation performed while the physicians were attempting to figure out the root cause. The patient was pronounced dead approximately thirty (30) minutes after the procedure. The official cause of death was untreated retroperitoneal bleed. The physicians believe that the difficulty with getting sheaths up after groin access was when the damage may have occurred, and that the sheaths at the time were keeping the area from bleeding out and upon removal of the was at the end of the procedure, is when the patient began to crash. There was no evidence of air embolism after reviewing both fluoroscopy and tee images. The device is not expected to be returned for analysis.